Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) hospital. E1 address: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had e30 (scope communication error). The issue occurred during the set up before the patient entered the room. There were no reports of patient harm.

Manufacturer narrative:
Please see correction to b5 this supplemental report is being submitted to provide the results of the final investigation. ¿ the device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, the likely cause of the reported event is due to a defective video connector. However, the root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had image noise.